Event description:
Caller reported a malfunction on the pump. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Caller reset the pump independently before contacting technical support, who provided additional reset information and confirmed the customer could continue using the device. Caller was advised to report if any malfunction code recurs.